Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not rec'd. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint report: (B)(4). Additional information; (B)(4): revision surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: urinary incontinence and cystocele procedure (s) performed: pubovaginal sling procedure, cystocele repair and cystoscopy. Complications post mesh implantation: pain, erosion, urinary problems and organ perforation. Mesh revision surgery: (B)(6) 2011: underwent complex transvaginal urethrolysis, complex urethral reconstruction, martius flap insertion and cystourethroscopy and bladder biopsy with fulguration for urethral mesh erosion and bladder tumor under general anesthesia.